Event description:
Healthcare professional (hcp) reported home patient (hp) called her stating hp was experiencing nausea and vomiting with last peritoneal dialysis treatment and has cloudy effluent. Hp came to the center and was diagnosed with peritonitis. Rn states she does not attribute this episode of peritonitis to baxter products, but feels that hp may not have used proper aseptic technique when connecting to and from the homechoice disposable set. Rn administered vancomycin intraperitoneally x 1 dose. Rn reported as a result of this incident, proper aseptic technique was re-emphasized with the hp. As of 08/03/2000, rn reported hp has fully recovered and continues to use the homechoice system with no issues.